Event description:
A report was received that the patient was experiencing pain at the pocket site. A pain patch was administered for the patient to wear over implant site. The physician recommended a revision.

Event description:
A report was received that the patient was experiencing pain at the pocket site. A pain patch was administered for the patient to wear over implant site. The physician recommended a revision.

Manufacturer narrative:
Additional information was received that the patient underwent a pocket revision wherein the battery was relocated. The patient was doing well postoperatively.